Event description:
The customer reported being hospitalized due to high blood glucose of over 1000mg/dl. The customer stated that she was disconnected from her insulin pump for over a week, and the insulin pump was not working properly. Assisted the customer with using the bolus wizard for the correction. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.